Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled a 9 mm infusion set cannula with 0.7 units of insulin instead of 0.5 units of insulin. Reportedly, the excess 0.2 units of insulin delivered did not have an impact on the customer's blood glucose level. Tandem technical support guided the customer through adjusting the fill cannula amount to 0.5 units.